Manufacturer narrative:
Device not returned.

Event description:
It was reported that when removing the cannula during an mis procedure the plastic handle detached. Once removed, when compared to an intact cannula it was noted that the used cannula was shorter. It is believed a portion of the cannula remains in the patient's bone, but this was not confirmed via x-ray. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Additional information: d1, d4 (device updated).

Event description:
It was reported that when removing the cannula during an mis procedure the plastic handle detached. Once removed, when compared to an intact cannula it was noted that the used cannula was shorter. It is believed a portion of the cannula remains in the patient's bone, but this was not confirmed via x-ray. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.